Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex esophageal fully covered stent was to be implanted during an esophageal stent placement procedure performed on (B)(6) 2020. According to the complainant, during the attempted stent deployment, the stent was misfired. Reportedly, the misfired stent was removed from the patient and a shorter stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. Note: despite efforts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.